Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the permanent cautery spatula instrument did not cauterize. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found the conductor wire was undamaged at the distal end. The instrument passed electrical continuity testing, an indicator of cautery function. Engineering also found the distal clevis was broken at the hub. The breakage caused dislodgment of the distal clevis, preventing the instrument from being installed through a cannula. The pitch cables and the crimps were undamaged, but sticking out at the distal end, due to clevis breakage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.